Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's son called in to report that his mother passed away on (B)(6) 2014. Customer's son stated that the situation leading up to the event was as follows; the customer had the flu, went to the hospital and her blood glucose went high and could not be controlled. The cause of death was congestive heart failure. The customer was not wearing the insulin pump at the time of death. The last bolus recorded on the insulin pump occured on (B)(6), 2014. The last blood glucose value from the same date was 170 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.